Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. When the physician did an angiogram run, there was an endoleak through the fabric at the level where the main body starts to funnel/taper. After doing more runs to confirm this was indeed an endoleak through the fabric, an (B)(4) was deployed in an attempt to try to cover the area where the endoleak occurred. This did not resolve the problem so the physician then re-lined with an (B)(4) as it was the only other device available. The leak disappeared substantially and the pt was monitored overnight with no apparent problems or complications. There were no anatomical abnormalities that may have contributed to this apparent hole in the fabric. No additional clinical sequelae were reported, and the pt is fine. (MFR report # 2953200-2011-01637). Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak), (cause of event is unk). Evaluation, conclusions: (cause of event is unk).